Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing during a suspected supraventricular tachycardia (svt) resulting in delivery of inappropriate shock therapy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.